Event description:
It was reported that during the procedure to treat a heavily calcified, 95% stenosed lesion in the heavily tortuous proximal left anterior descending (lad), after performing pre-dilatation a 4.0x33 rx xience xpedition stent delivery system (sds) was advanced via radial access across the heavily calcified lesion with resistance felt and force applied. An attempt was then made to deploy the stent, but the balloon would not inflate due to a kink in the distal shaft. It was then noted that the distal shaft had separated into two pieces. The proximal portion of the sds was withdrawn without issue and the distal shaft was snared from the anatomy; however, while snaring the distal shaft, the stent had dislodged and floated back down to the lad. The dislodged stent was then crushed against the wall of the proximal lad using an unspecified balloon. Additional pre-dilatation was performed and a 3.5x33 rx xience xpedition was able to cross and treat the lesion successfully with a satisfactory patient outcome. There were no adverse patient sequelae and while a significant delay occurred, it did not result in any adverse patient health impact. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The shaft separation, kink/bend, and dislodgement were able to be confirmed. The inflation issues could not be replicated due to the condition of the returned device. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.